Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2208-70 (B)(4) model description:st linear lead, 70cm with pre-loaded 0.012 inch stylet model#:sc-2138-50 (B)(4) model description:linear lead, 50 cm with pre-loaded 0.012 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient was explanted due to infection. The physician did not believe the infection was device or procedure related. The patient did not exhibit symptoms and was prescribed antibiotics. The infection was discovered through routine blood work. The patient is reportedly doing fine.

Event description:
A report was received that the patient was explanted due to infection. The physician did not believe the infection was device or procedure related. The patient did not exhibit symptoms and was prescribed antibiotics. The infection was discovered through routine blood work. The patient is reportedly doing fine.